Manufacturer narrative:
Per tandem's user guide: the cgm range targeted by control-iq technology during sleep is 112.5 mg/dl¿120 mg/dl. This range is smaller than the target range with no activity enabled since there are fewer variables that affect cgm values while you are sleeping. During sleep, control-iq technology will not deliver automatic boluses. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41-42 mg/dl; cause was unknown. Customer consumed carbohydrates and terminated pump insulin therapy to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.